Event description:
It was reported that the customer experienced ongoing blood glucose levels displayed as "high". A specific bg value not provided. Cause was not known. A supply change, and a manual injection of insulin was administered to treat bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.